Event description:
In 1978 or 1979, at the age of 32 or 33, rptr had silicone implants put in for cosmetic reasons at dr's office. It was very painful, he cut around her nipple to put them in. About a yr later they both became rock-hard and deformed-looking. Her nipples are not in the proper place and the scars are awful. She went back in to see the dr and he said that they had capsulized. He tried squeezing them so hard, she thought she would faint. It did not help and she is still suffering with hard, painful, sore and deformed breasts. In 1988, a rheumatologist did several tests, and told her that she had rheumatoid arthritis, and that the breast implants might be the cause. In 1992, she went back to the dr and he said they were MFR's silicone implants and that they would pay $1,000.00 for her to have them removed. In 1992, after moving and being under the care of another rheumatologist he also said that the implants may be the cause of her rheumatoid arthritis, but that having them removed may not cure the disease. She is and has been on steroids since seeing the dr in 1988. She is unable to work full time, and cannot afford to have the implants removed at this time, but suffer with them daily.